Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7084150/7084179. Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 34155009.

Event description:
It was reported that the patient was not getting an adequate pain relief due to spinal cord stimulator (scs) lead migration which was confirmed via imaging. It was unknown as to why the ipg was replaced. The patient underwent a scs replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.